Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported loose or intermittent connection was unable to be confirmed during return analysis, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported loose/intermittent connection; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the syringe could not connect to the rotating hemostatic valve (rhv) that was connected to a guiding catheter, which was in the patient. A new accessory kit was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.